Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of particles in the device. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Upon repeated attempts to have the device and components returned for evaluation and investigation, the customer has responded on 02/23/2023 but the device has not yet returned to the manufacturer for evaluation. Addition to that, patient has not seen any particles in the device. How-ever we request the device back. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report.

Manufacturer narrative:
Additional information was received on oct 30, 2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, the manufacture observed dust-like contamination was observed on the top cover, right side panel/iso (international organization for standardization) port, and on the bottom enclosure. A heavy amount of whitish dust-like contamination was observed in the air inlet. The manufacture observed small dents and dings in the bottom of the device and humidifier and also found dust-like contamination on the interior side of the top cover, on the pca (printed circuit assembly ), on the blower cap, on and in the blower motor, on the iso (international organization for standardization) port, in the base and on the bottom of the blower housing, on the sound abatement foam and around the bottom enclosure. What seems to be an insect larva was observed in the bottom enclosure. Evidence of sound abatement foam degradation/breakdown was not observed. The manufacturer was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found 13 error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that there was no evidence of sound abatement foam degradation. The manufacturer can confirm the presence of multiple contaminants that are not consistent with degraded sound abatement foam, likely from an external source. Sections d9, h2, h3 and h6 has been updated in this report.